Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed on the device which found that the cord was torn exposing the wires. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mis-handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning after surgery, it was discovered that the cord was torn and the wires were exposed on the foot control device. The reporter indicated that a ¿bed ran over it¿. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.